Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose was running high. That day the customer had a high blood glucose of 400 mg/dl. The customer treated with manual injection. The customer reported abdominal pain. The customer was advised to remove the infusion set and reported that the cannula was bent. The customer was advised to change the infusion set and call back to continue troubleshooting if the issue continued.